Event description:
Per the clinic, the patient experienced strong facial nerve stimulation. A reprogramming attempt was made which improved the stimulation. However, the patient heard a loud sound that was reproducible during compliance measurement. Following further compliance measurement, the patient heard a clicking sound. Additionally, the processor sometimes stimulated directly upon placement. A hardware exchange attempt was made, which improved the symptoms. However, the patient continued to experience persistent noise that intensified during nighttime hours, as well as tinnitus that occurred both with and without device stimulation. The patient also reported pain which described as intermittent burning sensations in the magnet area and occasional episodes of vertigo. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.